Manufacturer narrative:
One device was returned for repair in used condition. The downstream sensor numb was missing. Unable to perform functional test due to alarm message "no disposable pump won't run" on the pump display. The most probable cause was downstream sensor nub missing. Replaced downstream occlusion (dso) sensor to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the pump is broken as error message, "service required," was observed. Clarification provided stated that the unit failed a test. There was no patient involvement.